Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height legacy drawer had failed in row b and d position 1, due to faulty row boards. The field service engineer replaced the legacy full - height cubie drawer with an enhanced full-height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there were two cubies in the drawer that are failed to open and unable to recover it. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This incident resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.